Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Skin reaction was described as red and itchy, located under the sensor adhesive. The affected area was treated with over-the-counter hydrocortisone cream as well as elocon cream, prescribed on (B)(6) 2016 for a previous reaction. At the time of contact, the patient was fine and stated that the reaction had taken four days to heal. Additional event or patient information was not provided.

Manufacturer narrative:
(B)(4).